Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, a clip was malformed at the 3rd firing. The device was fired outside the patient for confirmation and the same event occurred. Neither unexpected resistance nor noise was confirmed when the trigger was grasped. Neither clips nor forceps were clamped with the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 3rd. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? What was found? Unk. Does the patient have any relevant history of surgical treatments? If so, what? Unk. Did somebody other than the primary surgeon fire the instrument? Unk.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.